Event description:
A hysteroscopic endometrial ablation procedure was being done. The monopolar electrosurgical cable sparked, burned and separated near the generator end of the cable. No injuries were reported.